Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a small pericardial effusion was seen on intracardiac echo (ice) after the pulse field ablation (pfa) and after exchange for the was. The physician decided to continue the procedure as the patient blood pressure was stable. The closure device was successfully implanted meeting position, anchor, size and seal (pass) criteria. Post procedure, the patient blood pressure was low, so the physician decided to perform a pericardiocentesis. The physician drained 120cc of blood and the effusion was gone. The patient was stable, fully recovered and was admitted to the hospital for observation.